Event description:
It was reported that the device was discovered stripped and fractured. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use. The quick-connect insert was disassembled from the femoral impactor head. The thread seemed worn/stripped and the lip of the thread was fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the wear and tear of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.